Manufacturer narrative:
A tapered screw-vent, blasted implant (tsvb11) was returned for inspection. A visual inspection of the received product revealed piece of the fractured replacement retaining screw (mhlas) stuck in the implant. Part of the implant collar had fractured off. The internal threads were stripped and the hex was partially damaged. There was substantial amount of bone residue around the external threads. No additional testing was performed due to the condition of the returned products. A device history review was performed for the implant (item# tsvb11 / lot# 61177461) and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. No device lot number was provided for the retaining screw (mhlas) so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: zimmer dental: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) the 3.7mmd zimmer trabecular metal implants should not be placed in the molar region. Zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systemic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Severe bruxism, clenching, and overloading, may cause bone loss, screw loosening, component fracture, and/or implant failure. Exposure to radiation and chemotherapy may impact health of the implant. Dental implant patients should be instructed to consult with their physician prior to undergoing such treatment options. Breakage implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. The risk management file for replacement retaining screw (mhlas) was reviewed. The probable causes that could result in screw fracture, based on the review of associated dfmea in the risk management file rm-002v4 (rev 1): cast to gold abutment, engaging and non-engaging are as follows: ¿ excessive loading on abutment/implant assembly. ¿ improper patient selection. The complaint was confirmed, as the screw had fractured inside the implant drive feature. A singular cause could not be identified.

Manufacturer narrative:
Device lot # was not provided/unknown.

Event description:
The dentist reported that abutment screw fractured and implant was removed on (B)(6) 2016. No patient impact.